Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The DHR review and the investigation of the digital design file did not reveal anomalies. (Investigation document attached) - no returned material.

Event description:
In this event it is reported that a surgiguide that was used in a surgery, the implant seemed to go down well until the abutment was placed and then it was noticed it was wobbly. The implant was explanted, a bone graft was placed and site sutured. Dentist stated he may not have the drills, but other products will be returned.